Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using their adc device due to fast draining battery. Customer further reported experiencing an adverse event in which they had seizure and a loss of consciousness. The customer was treated with glucose IV by the emergency doctor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. The reader serial number is unknown, therefore it is not possible to check DHR for the cable. If the product is returned the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using their adc device due to fast draining battery. Customer further reported experiencing an adverse event in which they had seizure and a loss of consciousness. The customer was treated with glucose IV by the emergency doctor. There was no report of death or permanent injury associated with this event.